Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user reported being hospitalized the same day with hyperglycemia (bg 362 mg/dl) after running out of insulin. The ilet touchscreen became unresponsive and was replaced. The end-user was treated with insulin injections in the ER and discharged the same day with no reported long-term effects.